Manufacturer narrative:
Calibration and qc data do not suggest a general reagent or instrument issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 module serial number was (B)(6). Calibration and qc were acceptable. A "sample clot detection" alarm was observed on the alarm trace data. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 instrument. The sample initially resulted in a troponin t hs value of 83.9 mg/l. The sample was repeated resulting in a troponin t hs value of 6.02 mg/l, and it was considered correct.